Event description:
It was reported that few days after the new device implant, the lead had increasing and high impedance. The physician opened the pocket and re-tightened the set screw. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.